Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir (p-cap) does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment was broken off. A piece of the black o-ring came off. The plastic piece of reservoir along with ring came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.